Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Unable to perform self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. However, the insulin pump passed the stop current test, run current test and displacement test also, the motor passed motor test. The insulin pump had cracked case at the display window corners, battery tube threads, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was unknown. The customer was advised the pump would have to be replaced and returned for analysis.